Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr the same day.

Event description:
User reported false positive result. Negative pcr the same day. Asymptomatic and fully vaccinated.

Manufacturer narrative:
Section b5 updated with additional information.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr the same day.